Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for hub / collar separation with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA # 1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "failed eclipse blood draw needle (22g).bd cat # 368608. While performing a venipuncture yesterday morning, the phlebotomist removed the white end to insert into a vacutainer hub. After inserting and screwing onto the hub, the safety device failed and the needle became unglued and loose. The phlebotomist almost stuck herself but did not. No patient nor staff harm occurred. The lot number 9046633 exp 01/31/24 of the 22g x 1-1/4" bd vacutainer eclipse blood collection needles were pulled from carts and stock within the lab. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that separation occurred before use with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter, "failed eclipse blood draw needle (22g).bd cat # 368608. While performing a venipuncture yesterday morning, the phlebotomist removed the white end to insert into a vacutainer hub. After inserting and screwing onto the hub, the safety device failed and the needle became unglued and loose. The phlebotomist almost stuck herself but did not. No patient nor staff harm occurred. The lot number 9046633 exp 01/31/24 of the 22g x 1-1/4" bd vacutainer eclipse blood collection needles were pulled from carts and stock within the lab. "